Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent deployed successfully; however, upon retrieval of the delivery system, the distal portion of the catheter detached while being retrieved. The detached catheter was removed successfully as it remained on the guide wire. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. No relevant manufacturing process changes were implemented, that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. The deployment mechanism was found actively used and the stent was found completely released, as reported. The sample was found to be separated into two pieces and crinkles were found in the distal section, which indicates that a high force must have been present during the attempt to remove the guide wire over the tip. Furthermore, deformation was found inside the grip, that indicated that the delivery system was continuously activated after stent release, which led to compressive deformation and subsequent difficulty to move the guide wire. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported complaint could not be determined. The IFU states "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Furthermore, the IFU states "initiate stent deployment by pushing the trigger deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall."